Event description:
The user facility reported that the device overheated and was leaking. Attempts are being made to obtain additional information about the event; no further information has been received.

Manufacturer narrative:
Corrected information: b5, d9, h3, h6. Product not returned for evaluation h3 other text : device not returned.

Event description:
The manufacturer sales representative reported that the device was leaking at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.